Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information related to serial number and material number has been updated which was not available with initial report. The updated information has been provided in this report. (B)(4).

Event description:
It was reported that material number has been updated to mmt-1780kpk and serial number updated to (B)(4).

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded battery tube, corroded motor home switch, cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and faded serial number label. (B)(4).